Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The photo depicts the circular seal was cut and disengaged. The trocar, cannula, and envelope seal were also in the photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the cut in the circular seal may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: na/other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the product was being used it failed and broke itself.